Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the 4.1 drawer cubies were failed and not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row a in half height drawer 4.1 was failed and will not recover. Upon arrival, a field service engineer found that row board 1 in drawer 4.1 was not detecting any pockets, and the yellow led indicator was not illuminated. The station was powered down, the row board was replaced, and all connectors were reseated. After rebooting the station, the fse launched the hardware testing application and successfully tested the 4.1 cubie tray. A final reboot was performed, and the customer completed an inventory check of the drawer. The system functioned as intended after the field service engineer repaired the device.